Manufacturer narrative:
Per the t:slim g4 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on customer's thigh. Ultimately, pump and transmitter regained connection. No additional patient information was available.